Event description:
It was reported that during a ptca treatment procedure, the maverick2 monorail 20/3.0 mm balloon ruptured at 5 atms on the initial inflation. The lesion being treated was a 90% stenotic lesion in the proximal left anterior descending coronary artery. The procedure was successfully completed. No pt injuries or complications were reported. Pt status is reported as 'good'.